Event description:
A patient filled with 2000 ml on the homchoice device. The patient tried the initial drain and the cycler went to fill 1 with no drain. The patient performed a manual drain of 4131ml. This drain volume meets increased intra-peritoneal volume (iipv) criteria.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
(B) (4) = unsuccessful ring repair.on 06/02/2010 (through follow-up with the health-care provider via fax), it was learned that the device was explanted due to an unsuccessful ring repair. The echo showed that there was 2+ mr. The decision was made to replace the valve.

Event description:
It was reported that the device was placed in the mitral position, and then removed. Mitral valve was replaced. The implant duration was zero days. No further details were provided.